Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue was not that the ins was depleting rapidly. The patient clarified that the issue was that she was having difficulty charging the ins with the controller. The patient stated she thinks the cords/wires may have been damaged or something/thinks the connection wasn't great. The patient believed that was the issue since it was taking longer to charge and it would seldom get up to 100% charged. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins was starting to lose power really fast and the patient could hardly keep it charged. The patient had to charge the ins every day. No symptoms or complications were reported.